Event description:
It was reported that two issues were found with the programmer, that the display screen was broken due to falling to the ground, and that the programmer was unable to be updated with the latest product software, though it was unknown as to why. The programmer was returned for service. It was analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display overlay was replaced, the keyboard hinges were replaced and the upper hinge plate was replaced. It was also noted that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, as a result the lem board was replaced. (B)(4).